Manufacturer narrative:
Information was received via the (B)(4) post market study that approximately three weeks post enterprise vrd assisted coil embolization of a vertebral artery aneurysm the patient developed diffuse brain swelling in the entire cerebral hemisphere (both right and left side). Ventricular drainage was performed, but the patient died five days after onset. The physician considered the event was not device/procedure related as it occurred 3 weeks in a different location from the target site. The stent was patent, and the coils were not protruding into the parent artery. There were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. The fusiform aneurysm was ruptured, the neck measured 7.2mm, and the neck to sac ratio was 7.2mm/8.0mm. The parent vessel size/diameter proximally was 2.2mm and distally was 2.6mm. The enterprise vrd along with eleven coils without report of any difficulty or device performance issues. No further information regarding the event and procedural/diagnostic images are not available. The (B)(6) pre and post procedure was 5 (within a week). The act pre and post procedure were 147 seconds and 301 seconds. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425066. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information, no definitive conclusion can be made regarding the relationship of the enterprise and the reported event. However, as reported by the physician, it was not considered related to the device or procedure. The patient's comorbidity including presentation with (B)(6) may have contributed/caused the event. With review of the available information there is no indication of any device performance or manufacturing issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the date under g 4 for follow-up 1 medwatch report should have been (B)(6) 2011.

Manufacturer narrative:
Prowler select plus (catalog/lot unknown), 5french chaperon guide catheter, sl10 microcatheter, traxcess microcatheter, orbit (qty 3), orbit galaxy (qty 5), and ed coil (qty 3). Additional information will be submitted within 30 days of receipt.

Event description:
The report from a clinical study (B)(6) for patient with (B)(6) indicated that the patient developed diffuse brain swelling in the entire cerebral hemisphere (both right and left side) approximately three weeks after the procedure. Ventricular drainage was performed, but the patient died five days after onset. The physician considered the event was not device/procedure related as it occurred 3 weeks in a different location from the target site. During the event, the stent was patent, and the coils were not protruding into the parent artery. There were no indications of any conditions causing hypercoagulable state. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. The fusiform aneurysm was ruptured, the neck measured 7.2mm, and the neck to sac ratio was 7.2mm/8.0mm. The parent vessel size/diameter proximally was 2.2mm and distally was 2.6mm. The procedure was coil embolization assisted with the enterprise vrd (B)(4). The target lesion was intracranial vertebral artery. A cd copy of the procedure and further information are not available.